Event description:
There were no complaint about the valve. According to the surgeon's notes, an urgent valve replacement was done using a 25 aortic homograft root with excision of subvalvular fibrous ring (pannus). There was a tear in the right coronary cusp. The valve will not be returned as the surgeon wanted it sent to histology.